Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced a seizure with vomiting while in bed even though his cgm displayed 80 mg/dl. The patient¿s spouse called emergency medical services (ems). A finger stick bg was performed which was 20 mg/dl. The patient was treated with IV glucose, regained consciousness, and was monitored by ems until his bg stabilized. The patient was not transported to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.